Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset (por) occurred. It was noted the available save to disk showed a por write to locked ram occurring on (B)(6) 2015 at 15:11:51.

Event description:
It was reported that during a routine device interrogation, the implantable cardioverter defibrillator (ICD) had exhibited a power on reset (por). It was noted the device was pacing in vvi65 as a result of the por, therefore, the ICD was reprogrammed to the optimal parameters. The ICD remains in use. No patient complications have been reported as a result of this event.